Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was a red blood cell hanging wall. No patient impact. This occurred in 10 tubes.

Manufacturer narrative:
G.5 -PMA / 510(k)# bk050036, k230855. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of red cell hang up was not observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.